Event description:
It was reported by service report that the headend left and footend right siderails could not be locked in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left and footend right siderails were replaced due to corrosion.